Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient identifier not available from the site. Patient age not available from the site. No parts have been received by the manufacturer for evaluation. Other relevant device(s) are: product ID: 9735736, serial/lot #: unk, UDI#: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in an ethmoidectomy, an imprecision of a couple millimeters was observed. It was noted that the trace pattern used was sufficient and the area of inaccuracy was within the 1mm green area on the application software. The exam was noted to not have visible issues and the straight suction was the only instrumentation used. The surgeon opted to complete the procedure accommodating for the imprecision. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
Additional information: patient ID and age updated. A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed and the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.